Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. An x-ray revealed that the lead had dislodged during the patient's heart surgery. The lead was explanted and replaced. No additional adverse patient effects were reported.